Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers wife states that bg has been over 400 and has been getting sick due to his high bg's. Customer has since reverted to insulin pen and pump therapy and is still receiving high bg readings. Explained that we can troubleshoot pump but advised wife to speak to doctor if insulin injection is still not lowering bg. Customer reported seeking emergency medical assistance but could not recall the date. Nothing further reported.